Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2025. During the procedure, the balloon burst at its largest size. The procedure was completed with another cre fixed wire dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (additional information): block e1 (initial reporter phone) has been updated. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre fixed wire dilatation balloon was analyzed and a visual/microscopic evaluation found the balloon ruptured and the catheter and corewire were kinked. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon burst was confirmed. The returned device was ruptured, and the catheter and corewire were kinked. It is possible that the rupture found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices, or anatomical factors. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the rupture. The kinks found in the device occurred due to procedural factors such as excess force or the manner in which the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2025. During the procedure, the balloon burst at its largest size. The procedure was completed with another cre fixed wire dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.